Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was resolved by replacing the power cord. The power cord was not received by the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the power cord prongs were loose and bent on the mobile view station (mvs). No patient was present during the time of the reported incident.